Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump¿s black box showed multiple pump reboots associated with clearing of cs 052/054 errors, cs 128 alarms and one cs 088 error. During evaluation, there was moisture observed behind the display lens. The pump powered on with returned the battery cap to a blank display. The pump alarmed appropriately with an audible tone and vibration alert. The battery compartment was intact and the battery cap was able to fully tighten to the pump. There was no evidence of moisture contamination inside the battery compartment. Unrelated to the complaint, the audio bolus button cover was torn in the center. No leaks were found during a leak test. The pump case was removed; there was evidence of moisture contamination found throughout the inside of the pump and on the display flex cable and connector. Further testing was not able to be completed due to moisture damage and the blank display.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.